Event description:
It was reported that the device was explanted due to product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Received voluntary medwatch mw5151504.